Event description:
Additional information was provided that the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system detected a red alert from this right ventricular (rv) defibrillation lead due to a high out of range rv impedance measurement of greater than 2,000 ohms. The patient's clinic was made aware of the alert. No adverse patient effects were reported.